Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's vendor reported that the pt's infusion device delivers too little insulin since 2009. The pt experienced elevated blood glucose of up to 480 mg/dl. The pt switched to the backup infusion device and blood glucose levels lowered. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.